Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported. The complaint device has been received. A follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. Shared data is not available for review. The reported event of a loss of connection was not confirmed. A root cause could not be determined.